Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl and then it goes to 280 mg/dl. The customer declined troubleshoot for low blood glucose. Customer stated that they had over treated because insulin pump keep telling them that they were low and then they goes high. Customer was assisted with insulin pump settings. Customer was assisted with getting to low settings and customer decided to turn off all low sensor alarms, including suspend. Customer stated that they were at 250 mg/dl all morning and they was taking insulin and nothing is happening. Customer is taking lots of 10u boluses and it takes a while. The insulin pump will not be returned for analysis.